Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient¿s support group had similar experiences with their implantable neurostimulator (ins) system. See manufacturing report # 3004209178-2014-15312. The patient¿s body rejected the ins, it started to work its way out, and the incision never healed. The patient lost feelings in their right leg and couldn¿t sit or lie on their back for 3 weeks and couldn't do anything other than lie on their back. The patient tried to change the settings but that didn¿t work and they maybe got 2 days¿ worth of relief. The patient had their device removed. It was unclear which symptoms or events the patient¿s support group had similar experiences to. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional be received a supplemental report will be filed.